Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level as the error did not recur after troubleshooting. Tandem technical support guided the customer through resetting the pump, and the customer successfully started their sensor session.